Event description:
Patient reported experiencing elevated blood glucose of "hi" on blood glucose meter (generally >500 mg/dl). He indicated this occurred a couple of times in the previous 30 days. Patient reported that he changed the infusion site and administered a bolus to address the elevated blood glucose levels. Patient stated that the infusion set fell off his body and he did not receive insulin. He reported switching insertion sites as the previous sites had scar tissue. Patient indicated that since trying new infusion sites, his blood glucose level has improved. His normal blood glucose range is 80-150 mg/dl. Patient did not report any symptoms associated with the elevated blood glucose. No medical assistance was reported. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.